Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.

Event description:
The physician sent in clinic notes for the patient's surgery referral. Within the clinic notes, it is mentioned that the patient's vns generator has migrated underneath their left axilla and is causing discomfort with movement. It was noted that the patient has been referred to surgeon for repositioning of the generator and proximal lead wire into a more medial position in an effort to prevent further irritation from its current position. No known surgical intervention has occurred to date. Note that once surgery takes place, product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Event description:
Further follow up with the implanting surgeon confirmed that a non-resorbable suture was not used to secure the generator in pocket. Or notes were later received confirming that the reason for the generator migration was that the generator was not previously secured with a suture. It was noted that the patient has undergone a repositioning surgery and that a suture was used to correct the device migration. No other relevant information has been received to date.